Event description:
Gold probe 7fr lot # 20864614 ref #m005600070 from boston scientific would not work when hooked up to endostat. Pt was in for hemoptysis. Cautery unit was checked out by biomed and found to be working properly. The gold probe was replaced with another one and it worked.